Event description:
Device was used during an alleged sca in greece. The device used had the incorrect language. A second device was retrieved and the therapy continued. The patient did not survived.

Manufacturer narrative:
Additional information was received that the patient had died.

Manufacturer narrative:
Heartsine technologies ltd. Contacted the customer to request additional information on the patient. The customer provided heartsine technologies ltd. With the available patient information. Patient fields in which information is not provided were intentionally left blank. 3004123209-2019-00232 supplemental reports 1 and 2 incorrectly code the event as a death; sections b1 and h1 have been updated to accurately code the event as a malfunction. H7 of supplemental reports 1 and 2 incorrectly code the event as a remedial action and h7 has been updated to remove this reference. Heartsine technologies ltd. Evaluated the customer's device and confirmed the reported issue. It is possible that the dispatch operator may have inadvertently scanned the incorrect line item on the sales order during packing resulting in the selection of a device programmed in spanish instead of a device programmed in greek.

Event description:
Device was used during an alleged sca in greece. The device used had the incorrect language. A second device was retrieved and the therapy continued. The patient survived to hospital admission but died three days later on (B)(6) 2019.

Event description:
Device was used during an alleged sca in greece. The device used had the incorrect language. A second device was retrieved and the therapy continued. The patient did not survived.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and that spanish language was installed on the device. The sam 350p passed ¿out qat¿ from heartsine technologies on the 9th november 2018. The reported issue confirmed. During the investigation it was confirmed that the device model was a 350p with spanish language installed. It is possible that during the packing/dispatch process that the device outer box labelling was incorrectly labelled with the wrong product type and language however this could not be verified as the device box was unable to be retrieved. Alternatively, a product mixup could have occurred when fulfilling the order from venlo to the customer. This will be further investigated under nc (pr (B)(4)).

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device was used during an alleged sca in greece. The device used had the incorrect language. A second device was retrieved and the therapy continued. The patient survived.